Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils), a non-penumbra microcatheter, and a non-penumbra stent device. During the procedure, the stent device was used to hold open the vessel. While advancing the smart coil, the physician encountered resistance. Subsequently, the pusher assembly was found to be kinked in a "wave" form. Therefore, the smart coil was removed. The procedure was completed using additional smart coils, the same microcatheter, and the same stent device. There was no report of an adverse effect to the patient.